Event description:
A physician reported a pt who was originally skin tested on an unknown date by another physician. The pt received multiple treatments for 12 years prior to august 1999 without event. 1999, the pt was treated at the nasolabial folds. The physician denied blanching, dramatic color change, or bruising at the time of treatment. 2 days later, the pt was examined and the physician noted some "oozing" from the left nasalobial fold injection site. The physician prescribed oral valtrex and topical zovirax. 5 days after that, the pt was examined and the physician noted a dry scab at the injection site. No further medical or surgical intervention was prescribed or planned. At that time, the physician diagnosed the symptoms as herpes zoster and stated they were not related to the collagen. Subsequently, the pt consulted an unknown dermatologist who diagnosed the symptoms as --. The reporting physician referred the pt to another dermatologist, who stated the symptoms were a probable vascular event. The consulting dermatologist reported the pt would have a "full recovery". No further medical or surgical treatment was prescribed or planned.